Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bending section's distal end was detached, the bending section cover's glue was chipped, lifting with an exposed thread, and there was rust around the objective lens. There were no reports of patient involvement.